Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that the covers were opened, checked for mechanical parts and wiring. No issue detected. The gantry was rotated in full 360 degrees and no noise was detected. It was reported that the low battery was due to long consecutive use of system due to 2d scopy for kypho could be the cause. After further investigation, the 3d could be performed successfully. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that during spinal fusion procedure, while performing the last 3d image acquisition, a bang noise was heard and the system started beeping. The zone of interest remaining of the partial 3d was enough for the surgeon to confirm. The procedure was completed without the use of imaging. There was a delay of less than 1 hour. No known impact on patient outcome.